Manufacturer narrative:
Device received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer¿s other relevant blood glucose level was 135 mg/dl and 545 mg/dl. Customer treated their high blood glucose levels with injection syringes and had been disconnected the insulin pump. Customer stated that the auto mode of insulin pump was inactive. Customer declined for troubleshooting of high blood glucose. Customer stated that the insulin pump was dropped and was broken at the backside where clip goes in. Customer replaced the battery and insulin pump restarted again and it was turned back on. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.